Event description:
It was reported that impedances were greater than 4000 ohms on some or all unipolar pairs during intraoperative testing. After increasing default test values and re-running test, everything except for the case and 1 pair were greater than 4000 ohms. The values were increased to 2 volts and 360 with the same results. It was noted that there was a motor response at 3 volts using different electrodes. It was reported that the doctor was 'ok with closing' the patient. It was noted that the 1 and 3 electrode pair was the combination that the stage 1 trial was done at. Three days later, it was reported that the impedances were not resolved. The reporter stated that new programs were set and the patient was feeling stimulation at many program options. It was noted that the case and 1 pair were reading a normal impedance and '-1' had been the tested electrode during the stage 1 trial. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0451v, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).